Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4)/model #: 1650 / expiration date: 2018-02-28, UDI #: (B)(4), mfg date: 2017-02-28. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two ventricular assist device (vad) batteries exhibited critical battery alarms at greater than twenty five percent capacity. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b3, b5, h6, h10 product event summary, h10 additional products product event summary: two batteries (bat553546, bat551545) were returned for evaluation. One battery (bat588477) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed functional testing. Bat553546 passed visual examination. Visual inspection of bat551545 revealed a damaged cable with exposed wires, an illegible release indicator on the connector, and damage to the connector. These are additional observations not related to reported event. Based on the available information, the most likely root cause of the damage to the connector can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. An internal investigation was opened to investigate bent/damaged pins with damaged battery connectors. The most likely root cause of the damage to the cable and the illegible release indicator can be attributed to wear and/or the handling of the device. Log file analysis revealed that the controller in use during the event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed multiple critical battery alarms due to communication errors involving bat553546, bat588477, and bat551545. Additionally, data log files revealed multiple instances involving bat553546, bat588477, and bat551545 where the batteries' relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: battery h6: FDA method code(s): 4112 h6: FDA results code(s): 135 h6: FDA conclusion code(s): 19, 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: unk / serial or lot#: (B)(6) / UDI #: (B)(4) / d10: no / h3: yes / h4: mfg date: unk / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was also reported that after routine log file review, the two batteries plus an additional battery were indicated to have had a communication error.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned battery ((B)(4)) passed visual inspection and functional testing. Analysis of alarm log files revealed four critical battery alarms due to communication errors around the event date of (B)(6) 2018. As a result, the reported critical battery alarm was confirmed. Additional products: battery: (B)(4) expiration date: 2018-02-28 UDI #:(B)(4) mfg date: 2017-02-28. Product event summary: the returned battery ((B)(4)) failed visual inspection. The visual inspection revealed damage on the cable with exposed wires; no functional testing was performed due to exposed wires. Analysis of alarm log files revealed two critical battery alarms due to communication error on (B)(6) 2018. As a result, the reported critical battery alarm was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: date mfg rec: 2018-01-24- from initial report this event was assessed and is being reported as part of a retrospective review of log file data. Additional products: battery: (B)(4), device available for evaluation: yes, return date: 2018-02-22, device evaluated by MFR: yes, heartware ventricular assist system ¿battery: battery (B)(4)/ model #: 1650 / expiration date: 2018-02-28 UDI #: (B)(4), device available for evaluation: yes, return date: 2018-02-28, no, device evaluation anticipated, but not yet begun, mfg date: 2017-02-28, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.